Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a lesion. The patient was undergoing stent implantation due to angina pectoris. It was reported that the stent was rough and could not pass through the lesion. The stent was replaced and the operation was successfully completed without any harm to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion had tubular calcification, moderate to severe vessel curvature, and 75% stenosis, and was located in the left anterior de scending (lad). The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. Section a. Patient information updated. Image analysis: four still images were received for analysis. The first and second images depict a resolute integrity device held in a hand. Bunching and deformation are evident to the stent. Third image depicts a resolute integrity pouch. Labelling information matches that reported in the complaint file. Fourth image depicts a resolute integrity shelf carton. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.